Manufacturer narrative:
(B)(4). (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a left hip procedure, the screw did not seat into the planned screw hole. The procedure was completed by drilling another screw hole. The screw then sat in the usual manner. No revision or additional adverse events have been reported. Attempts have been made and additional information on the reported event is unavailable.